Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from follow up and the investigation details. There were no health consequences or impact to the patient. This event is not reportable. The reported event was unconfirmed because the device meets specifications. No root cause could be found because the reported event was unconfirmed. A bd pure wick urine collection system with a canister with lid, pump tubing, collector tubing with elbow connector and power cord was returned for evaluation. Visual evaluation of the returned sample noticed there were no cracks present on the canister. There was no residue present in cannister or tubing. The stop valve was working properly. There was light and sound indicating function. Functional evaluation of the returned sample noticed the device passed with a value of 2.082 slpm at start and 2.102 slpm after 10 sec. Once the system was powered on and ran for 30 seconds, the device passed by showing a 500g increase in 18.70 seconds. As the reported event is unconfirmed a labeling review was not required. A DHR review is not required as the event is unconfirmed. Complete initial reporter zip: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the auth val stated pt wakes up wet on her back. Auth is not sure if it's the unit or if shes not placing wick correctly. Rep informed we can trouble shoot and go over placement. The unit isn't suctioning, unit failed only pulling in 200m. Rep redid the test with the canister without the handle and it pulled in less than 200 sending a new unit. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Troubleshooting did not resolve the issue. Tcm please send bio haz box.

Event description:
It was reported that the auth val stated pt wakes up wet on her back. Auth is not sure if it's the unit or if shes not placing wick correctly. Rep informed we can trouble shoot and go over placement. The unit isn't suctioning, unit failed only pulling in 200m. Rep redid the test with the canister without the handle and it pulled in less than 200 sending a new unit. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Troubleshooting did not resolve the issue.tcm please send bio haz box.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.